Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device had low rotations per minute (rpms). It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported that there was patient or user injury. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and found that a pin was pushed back in the connector. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper alignment when plugging in the connector; use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.